Event description:
Per the clinic, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient with a new device.

Event description:
Per the clinic, the patient experienced intermittent declines in sound quality and no sound perception. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. Concurrently, skin flap thickness measurements increased from 8.3 mm in (B)(6) 2025 to 13.9 mm in (B)(6) 2026. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.